Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and validated leakage test according bd specifications was performed, and it is not possible observe the defect reported. Thus was not possible confirm the complaint or define a root cause to the occurrence.

Event description:
It was reported that the bd solomed¿ syringe had difficulty drawing up growth hormone medication, and leaked it from the barrel tip during the aspiration. The following information was provided by the initial reporter, translated from portuguese to english: customer complains that she has lost growth hormone because 3 solomed 3 ml syringes have problems. The same informs that the medicine leaked in the needle beak, to suck is also very difficult. Have to suck the medicine at least 3 times and still leak, so lost medicine. Additional information: the needle does not present hole. The leakage occurred through the tip of the barrel. The leakage occurred during the aspiration.

Manufacturer narrative:
(B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe had difficulty drawing up growth hormone medication, and leaked it from the barrel tip during the aspiration. The following information was provided by the initial reporter, translated from portuguese to english: customer complains that she has lost growth hormone because 3 solomed 3 ml syringes have problems. The same informs that the medicine leaked in the needle beak, to suck is also very difficult. Have to suck the medicine at least 3 times and still leak, so lost medicine. Additional information: the needle does not present hole. The leakage occurred through the tip of the barrel. The leakage occurred during the aspiration.